Event description:
It was reported that the lead was explanted due to high impedance of 2000 ohms, and an apparent lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available, due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed.